Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
UDI# (B)(4). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Upon deploying, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not revealed to provide the sealant a compression. The device was then removed, and manual pressure was held for 15 minutes. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The hospitalization was not prolonged. The deployer¿s mynx training status was certified. No anticoagulants were given. A 5f terumo pinnacle sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer and the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was missing from the device. The patient¿s status was recovered after the procedure. Patient details were requested but were not available. The device will be returned for analysis.

Manufacturer narrative:
Upon deploying, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not revealed to provide the sealant a compression. The device was then removed, and manual pressure was held for 15 minutes. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The hospitalization was not prolonged. The deployer¿s mynx training status was certified. No anticoagulants were given. A 5f terumo pinnacle sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer and the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was missing from the device. The patient¿s status was recovered after the procedure. Patient details were requested but were not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the outer cartridge tubing as received. It was noted that the sealant sleeve was displaced approximately 88 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot: f2022702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to shuttle the device completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.